Event description:
It was reported to manufacturer that the hand held would not power on, despite troubleshooting attempts. The site has opted to keep the device and therefore the manufacturer will not perform an analysis of the device.

Manufacturer narrative:
Conclusion: device failure is suspected, but did not cause or contribute to death or serious injury.